Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported unusual sound (noise) could not be replicated in a testing environment as it was based on procedure circumstance. The reported clip deployed at an unintended location and shaft (flex-guide detachment) were confirmed based on the returned device condition. It should be noted that the starclose instructions for use (IFU), states: in the indications section states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported unusual noise, clip deployed at an unintended location (on the flex-guide) and shaft (flex-guide detachment) appears to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled 1494 labeled 2616 labeled 3273 labeled internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 1494- patient selection the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a moderate calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, during clip deployment, it was noticed an usual sound and not like it usually does when deploying the clip. The device was partially removed and it was noticed the clip was not stuck to the whole device; however, the clip was on the vessel wall which must have disconnected from the distal end of the device, presumably from inside the device was connected and stuck out of the patient. It was not necessary to use the access ports since the device disconnected itself. A simple widening of the nick and spread was done using a scalpel without cutting the vessel, only the tissue around the area. The device along with the clip were removed from the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.